Event description:
The pump was being used on an intensive care unit pt and was first placed on the pt in 2005. The pump was reported to be infusing dopamine at a rate of 3ml/hr on channel a, levophed at a rate of 25ml/hr on channbe. B, and normal saline at a rate of 150ml/hr on channel c, via the patient's central line. The pt's blood pressure was reported to be stable (values not known) but "pressor dependent". The next day the pt was being transported to the operating room for ercp (endoscopic retrograde cholangiopancreatography) procedure. During the pt's transport, the pump alarmed for battery and within seconds, the pump shut down. It took several minutes to bring the pt up to the room. The pt's blood pressure dropped, per physician arterial pressure was in 30s, and the pt arrested. The pt was resuscitated, given epi, and reportedly, the pt's blood pressure increased to 70. The pump was plugged into ac after it had been brought back to the room with the pt. Deoamine was restarted on the pump and when the pt's blood pressure stabilized, the pump was changed. The pt continued to deteriorate. The pt's blood pressure and heart rate reportedly dropped (bradycardia), the pt coded next day, and was made dnr (do not resuscitate). The pt expired two days later. According to the director of the intesnive care unit, an autopsy had been performed. The final cause of the pt death, based on the pt's chart, was determined to be sepsis, penumonia, hypotension, renal failure, obstructive jaundice, and acute pancreatitis.